Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete. Section e1: reporter email: (B)(6).

Event description:
A review of the patient's log files revealed that the system controller was exchanged in (B)(6) 2023. The reason for and exact date of the exchange were unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion: the review of the provided log files indicated a system controller exchange. Two sets of log files were received for review. The first set was retrieved from the system controller, serial number (B)(6) and the second set was from system controller, serial number (B)(6). The event log file from (B)(6) contained data recorded on (B)(6) 2023 from 13:15 to 14:20. The recorded information revealed the system maintained the set speed with no interruptions and there were intermittent low flow events associated with flow values below 2.5 lpm. The periodic log file contained events recorded from (B)(6) 2023. The system maintained the set speed with no. The event log file from (B)(6) contained data recorded from (B)(6) 2023. The recorded information revealed the system maintained the set speed with some intermittent low flow events associated with flow values below 2.5 lpm until (B)(6) 2023 when at 10:01 there was a brief intentional pump stop followed by a speed reduction to 0 rpm. The data also revealed that the pump speed was adjusted from 5400 rpm to 6000 rpm on (B)(6) 2023. The periodic log file contained data recorded from (B)(6) 2023. The recorded data revealed multiple speed adjustments and some low flow events associated with flow levels below 2.5 lpm. A specific root cause for the controller exchange was not able to be determined. There was no system controller malfunction reported and no controllers have been returned for evaluation. Per the provided additional information, the reason for and exact date of the controllers exchange was unknown. The device history records were reviewed and the records revealed the system controller, (B)(6) was manufactured in accordance with mfg and qa specifications. The device history records were reviewed and the records revealed the system controller, (B)(6) was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook rev g, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, rev g, under section 7 ¿alarms and troubleshooting¿ explain all alarms, including driveline communication fault alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook rev g, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ also, caution users ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ heartmate 3 instructions for use, rev g, under section 2 system operation, covers ¿replacing the current system controller¿. No further information was provided. The manufacturer is closing the file on this event.